Event description:
A medtronic representative reported a k-wire lodged in the cannula of a solera 6.5 tap. This was identified while the tap was being freed of debris. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Site has opted not to replace the cannulated tap. Suspect tap has not been returned to manufacturer for further evaluation.

Manufacturer narrative:
Lot number and device manufacturer date provided.

Manufacturer narrative:
The site opted to replace the instrument, however there was no indication that the device will be returned for evaluation.